Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent embolism). Related to operational context (the physician reported it was an operator error). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: known inherent risk of procedure (stent embolism). Operational context contributed to event (the physician reported it was an operator error). Unable to confirm complaint (device or procedural images not provided for review).

Event description:
The physician attempted to implant an integrity rx bare metal stent using kissing technique with a 6f guide. Difficulties were encountered advancing integrity stent and during removal the stent dislodged in the guide. No abnormalities were noted during device preparation. The physician reported it was an operator error. The dislodged stent was removed from the guide catheter and another integrity stent was successfully delivered to the target lesion. No clinical sequelae were reported.